Event description:
Pump showing phenylephrine drip at 200 mcg/min and pcu screen showing 17.5 ccvtbi. Bag hanging had 210 cc of fluid left. Based on rates documented over a 23 hour period, there should have been 224.5 cc of fluid infused. There was approximately 40 cc of fluid out of the bag. Reportedly there was no occlusion alarm. Bp was very labile. Levophed started. Phenylephrine tubing changed and new pump used. When tubing removed from pump to troubleshoot, tubing was stuck together, unable to unstick the tubing.